Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter array inverted. The catheter was corrected and the pv tracker wire was unable to be advanced or removed. The catheter and the wire were replaced which resolved the issue. The outcome of the case is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012582060 was returned and analyzed. Visual inspection was carried out. The catheter pscc100 of lot 0012582060 appeared intact without any issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function is as expected, and the shape of the capture device is unremarkable with no atypical features. The guidewire was received threaded into the catheter and stuck at the tip. A foreign material was observed the tip (point of contact with the guidewire). High magnification optical inspection of the catheter tip and guide wire showed foreign material. High magnification optical inspection showed guide wire stuck at catheter tip. High magnification optical inspection showed foreign material on the guide wire. Resistance was encountered during removal attempts of the guidewire. The guidewire was likely stuck due to dried blood, saline, or contrast. The guidewire was stuck at the catheter tip due to the foreign material. Dissection was performed to assess the points of resistance. The outer diameter of the guidewire exceeds the spec of 0.03 2" due to presence of the foreign material at the tip of the catheter. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries passed. In conclusion, the reported spiral array issue could not be confirmed. The catheter failed the return product inspection due to foreign material observed stuck in/on the distal tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.